Manufacturer narrative:
Maintenance does not comply to manufacturers recommendations. The reported complaint was confirmed. The service repair technician (srt) performed a functional test and observed the customer sternal saw did not operate when attached to the service test equipment. The srt performed internal inspection and observed the cam/gear assembly and the shaft assembly to have faulty bearings as they did not rotate smoothly. The srt replaced the cam/gear and shaft assemblies with new parts and replaced the bearing, o-ring and rod seal as part of preventive maintenance (pm). The unit operated to manufacturer specifications and will be returned to the customer.. The saw drive components were worn due to lack of pm and lubrication. Per the instructions for use, the saw must have a pm every six months for optimum operation. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw had no power. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.